Event description:
A surgeon reported that the edges of the irrigation/aspiration split cannula are sharp causing posterior capsule rents during three procedures. Add'l info has been requested.

Manufacturer narrative:
No sample was returned for eval. The device history record for the affected lot was reviewed. There were no abnormalities that could have contributed to the reported event. The product was released according to the MFR's acceptable criteria. The root cause could not be determined. (B)(4).